Event description:
The dentist reported a fractured screw with a portion remaining in the implant.

Event description:
Update: the dentist reported screw was not fractured as originally thought, but only loose.